Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had bilateral lasik procedure on (B)(6) 2017 and presented with diffuse lamellar keratitis (dlk) grade 4 (central) in left eye post treatment. Flap was refloated and rinsed (B)(6) 2017. Visual acuity reported as 20/40 uncorrected prior to rinse. Right eye was unaffected as well as all other treated lasik cases.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.